Event description:
It was reported that during implant device interrogation revealed high capture thresholds, and failure to capture on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. There were no patient consequences.